Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to verify or duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The root cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device failed to deliver shock. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device failed to deliver shock. This issue is patient related; however there was no adverse event reported.